Event description:
It was reported that high, out of range, high capture threshold and high, out of range, high voltage lead impedance was observed on the right ventricular lead. Patient was asymptomatic as he was receiving pacing support from the left ventricular lead. The lead was explanted and replaced. Patient is currently stable.